Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced unknown elevated blood glucose (bg) levels, which was addressed with manual injections. During a follow-up call on (B)(6) 2017, the contact alleged that the bolus dosing did not decrease the customer's bg levels on (B)(6) and caused the reported issue. Reportedly, a bolus dosing of 10 units had been programmed, but the contact alleged that the bolus did not deliver for 3 hours. Review of the pump data logs on the reported event dates showed that the bolus requests were programmed and delivered as intended, the insulin on board (iob) was displayed, and the iob decreased as expected. However, the contact maintained that the iob and time remaining values were not being displayed. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be confirmed due to a different issue identified (usb pin damage).